Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced sustained hyperglycemia after changing infusion supplies and observed that the connected glucose sensor displayed unavailable readings for much of the night. Manual fingerstick measurements and ilet readings were above 400 mg/dl. The user subsequently moved the infusion site and performed a tubing fill, with visible drops confirmed after completing a disconnect procedure. The user reported hyperglycemia as a symptom. Outcomes included self-management of the event with continued monitoring and no hospitalization. The investigation included remote troubleshooting and user education regarding infusion site change and tubing fill procedures. The investigation revealed no device alarms and no confirmed hardware malfunction, and the event was consistent with hyperglycemia of unclear cause that may have been related to infusion site or sensor availability issues, though this could not be confirmed. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.